Manufacturer narrative:
Not applicable the lens was not implanted and therefore not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon implanted the tecnis simplicity eyhance lens and the patient had a capsular tear. The surgeon removed the tecnis simplicity eyhance lens. A vitreous was observed and a vitrectomy was performed. The lens was removed and a sensar (ar40e) lens was implanted in the sulcus. However, the ar40e lens was also removed during same procedure and replaced with an anterior chamber lens. There was a delay in the procedure by one hour and incision enlargement and sutures were required.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the following codes were not provided on the initial report: section h6: health effect - impact code: 4632 (prolonged surgery) and 4631 (more complex surgery as device removed and replaced in the initial surgery). Section h6: health effect -clinical code: 4581 for incision enlarged. This report is being submitted to include codes 4632, 4631, and 4581. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product is not available, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.